Manufacturer narrative:
(B)(4). The device was evaluated by a ssu technician and the batteries involved were reinstalled and a battery calibration was performed. The battery calibration passed. (B)(4).

Event description:
On (B)(6) 2013, at (B)(6) hospital, for cardiohelp unit (article number 70104.8012; serial number (B)(4)) the maquet technician was on the site working on a different complaint for a cardiohelp battery issue (on unit (B)(4)). The technician turned on the second unit (serial number (B)(4)) and observed the same error message, "battery 2 needs service". (B)(4).